Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). Full event site address: (B)(6). Full event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had no waveform and no heart rate when using an external ECG signal trigger. The user continued to use the machine with its own ECG and no personal injury was caused.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(type of investigation ).

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone : (B)(6). Updated fields : b4, e1 (event site telephone), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the hospital replaced the external heart cable and the ECG waveform returned to normal. There was no issue with the iabp.